Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call two insulin pump error alarms. Customer was advised the alarm was generated as a result of movement detected that was unexpected since the device did not command motor movement. Customer advised they changed out their hour and date settings. Customer performed the self-test, displacement test and the insulin pump alarmed with no reservoir detected. Customer was advised to call back if issues persist.